Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a 522 post market surveillance study. It was reported patient underwent a left total hip arthroplasty on (B)(6) 2008. Subsequently, patient alleges pain, implant popping, osteoporosis, fatigue and vision/hearing changes. During post operative monitoring and testing, adverse reaction to metal debris, low synovium signal, fluid and elevated metal ion levels were noted. The fluid on the posterior lateral and posterior medial quadrants of the left hip measured 55.2 x 54.6 x 49.6 mm. These findings were found due to follow up testing, there were no symptoms reported by the patient. Patient underwent a revision procedure in (B)(6) 2013. During the revision procedure, a pseudotumor was allegedly noted.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a (B)(6) post market surveillance study. It was reported patient underwent a left total hip arthroplasty on (B)(6) 2008. Subsequently, patient alleges pain, implant popping, osteoporosis, fatigue and vision/hearing changes. During post operative monitoring and testing, adverse reaction to metal debris, low synovium signal, fluid and elevated metal ion levels were noted. The fluid on the posterior lateral and posterior medial quadrants of the left hip measured 55.2 x 54.6 x 49.6 mm. These findings were found due to follow up testing, there were no symptoms reported by the patient. Patient underwent a revision procedure in (B)(6) 2013. During the revision procedure, a pseudotumor was allegedly noted. Additional information provided in patient medical records indicates left hip revision performed on (B)(6) 2013 was due to pain. The patient's operative report noted gray fluid, synovial reaction and hypertrophy with a blackened synovium consistent with detritus synovitis/metal-on-metal wear reaction, pseudotumor with cystic center, and blackened material. Additional information received noted that on (B)(6) 2012 and (B)(6) 2013 patient's blood was tested.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." The following sections could not be completed with the limited information provided. Date of event - (B)(6) 2013. Date explanted - (B)(6) 2013. This report is number 2 of 3 mdrs filed for the same event (reference 1825034-2013-005931 & 2014-03145 / 03146).

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial.